Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. The lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that pt experienced pain and metallosis. Pt was revised.